Event description:
The customer reported that the battery exploded inside the mp30 monitor. The customer did state that this was not connected to a patient and no serious injury occurred.

Manufacturer narrative:
Philips has received a picture of the failed battery and there is an outward-protruding hole in the corner of the case and the battery compartment is blackened. Though the currently available information does not support that this failure would cause a serious injury. Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.